Event description:
The intra-aortic balloon was inserted into the pt on 4/2/98 at 12:50 p.m. And removed on 4/14/98 at 2:20 p.m. The intra-aortic balloon did not malfunction. The pt had severe bleeding and major ischemia and a transfusion was required. A vascular surgeon was consulted and removal and surgery were required. The pt had an aortic dissection. (Event complications: bleeding/transfusion/ischemia/aortic dissection) - reported 4/16/98. (Pt's current status: unk - reported 4/16/98.